Event description:
It further reported that reprogramming was done, and the lead remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that extravascular (ev) lead sensing was good in all polarities during implant and defibrillation threshold (dft) testing. However, ev lead undersensing and low r-waves were noted while the patient was waking up. About an hour later, r-waves had remained low, and there was undersensing after premature ventricular contractions (pvc). The patient was hospitalized overnight, and the r-waves had improved but were still slow; thus, the sensing vector was reprogrammed. An x-ray taken the evening after implant confirmed there was air around the ev lead, though the ev lead had not moved. The patient was discharged from the hospital, and the ev lead remains in use. No patient complications have been reported as a result of this event.